Manufacturer narrative:
The device referenced in this report has been returned to olympus medical systems corp. The evaluation confirmed snaky insertion tube, kink in the instrument channel, scratches of the insert tube, and scratches and peeling off of the bending rubber adhesive. The manufacture record of the subject device was reviewed with no irregularity. The exact cause of the event could not be determined at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the suction channel of the subject device that was stored in a cabinet was tested positive for serratia, when the user facility conducted a routine microbiological test. There was no report of patient infection associated with this report.